Manufacturer narrative:
The user facility submitted a medwatch report with no report number provided. The lot was manufactured between december 23, 2018 - december 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leaks were discovered after filling the bags in the intravenous (IV) room. There was no patient involvement. No additional information is available.